Manufacturer narrative:
Device history record (DHR) for the device has been reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows that the user performed one energy check at system startup and then performed multiple treatments without further energy check at that day. According to the user manual the user has to perform an energy check manually at least after 120 minutes. The related treatment cannot be identified. But the review of the complete day shows no abnormalities or deviations, which can contribute the reported issue. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-09032.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director of clinical services reported a patient with uneventful lasik treatment of both eyes. One day following treatment epithelial ingrowth was noted and the flaps were lifted and cleaned. One week following treatment the patients vision was good. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.